Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt within a moderately tortuous and severely calcified vessel. A 5.0 mm x 40 mm x 40 cm (4f) sterling balloon catheter was advanced for dilatation. During the second inflation, at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed using a different device. No patient complications were reported, and the patient remained stable post-procedure.